Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number is 845936. A field service engineer (fse) determined that there was a component failure and adjusted the main pump, the gear pump, rinse mechanism, and external probe rinses. The fse ran a 21-cup precision test that passed. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. Patient 1's initial result was 1.75 mg/dl, and the repeat result was 3.00 mg/dl. Patient 2's initial result was 1.03 mg/dl, and the repeat result was 1.42 mg/dl. Both samples were repeated on another cobas c503. The initial results were repeated after the customer noticed multiple low patient results, some which were accompanied by data flags.

Manufacturer narrative:
The investigation determined that the service action resolved the issue. No further issues were reported after the service visit.